Manufacturer narrative:
(B)(4). Carefusion dispatched a carefusion field service representative to the user facility to evaluate and repair the device. The carefusion field service representative evaluated the device and the device passed all testing per the service manual. The carefusion field service representative advise the user facility representative keep the device plugged into an ac outlet for at least 24 hours to ensure that the internal batteries are fully charged prior to placing the device back into service. The devices operator's manual has the following recommendation regarding the internal batteries; to ensure that the batteries remain charged and to prolong their life, we recommend that you keep the ventilator plugged into the ac power supply when not in use.

Event description:
The user facility representative reported that prior to placing the device on a patient the device's dc (battery) status indicator was yellow and after placing the device on a patient it did not change to green even after being connected to ac power for several hours. This indicates that the device may not be charging its internal batteries. The patient was removed from the device and placed on another device. There was no report of harm to the patient.